Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.